Manufacturer narrative:
(B)(4).

Event description:
Patient felt that the therapy wasn't working as well. Patient had relocated and was currently looking for a healthcare provider (hcp). It was added that in august the pump was manually flipped to fill it (this has been reported in MFR report # flipped 3004209178-2012-10971). However, patient had not been getting "good release at all" and went back for one more visit; she was "still hurting so much." Hcp noted they would do a dye study to make sure if there isn't any "little pin hole or something wrong with the catheter." It was later reported that prior relocating, patient had an x-ray which indicated that the catheter was lower than initially placed. Her hcp had suggested a dye study; however patient had relocated and was currently on fentanyl patches. Patient was getting nervous as it had gone worse, "back to where I started." Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.

Event description:
Additional information: in regards to the catheter being lower down, per the healthcare provider it was unknown what caused the catheter to become dislodged. It was added that in november they did a dye study because, the therapy had stopped covering patient's pain. They concluded a catheter leakage as they were unable to acquire any fluid. Patient later had a revision wherein the pump and catheter were replaced. As of the date of this report patient still continues to complains loss of effect from the therapy.